Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 19-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the rt then attempted to inline suction the patient as clinically indicated, however the inline catheter would not collect any secretions. The suction was verified/patent and at the correct setting. The inline suction was changed to a new device, with no further problems." There was no reported injury. Additional information received 28-jul-2022 stating it was unknown how long the csc [closed suction catheter] had been in use prior to the reported incident occurring. No medical intervention was required.